Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer has been receiving sensor errors and weak signals on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer stated that they had called paramedics before for low blood glucose levels. The customer did not give any further details about the incident. The customer was informed that they may have a pump related issue rather than a sensor issue. The customer's insulin pump was replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.